Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that following an unrelated surgical procedure wherein the ipg was not placed into surgery mode, the ipg became unable to communicate with external device. Troubleshooting has been unable to resolve the issue. The next course of action has not been determined at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: section a3: gender should have been "female" instead of being blank in the initial report. This correction is reflected in this additional report 3.

Manufacturer narrative:
It was reported that the patient was unable to connect to their generator after their back fusion procedure and reported they did not place their system into surgery mode. No intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Correction: section h-6: the health effect clinical code should have been "2388-inadequate pain relief and 1924-failure of implant" rather than "2388-inadequate pain relief" only.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced to address the issue.